Event description:
It was reported that a progav valve (part # fv441t) was implanted during a procedure performed on (B)(6) 2014. According to the complainant, the valve spontaneously adjusted. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: 130 centimeters (cm), weight: (B)(6) kilograms (kg), gender: unknown.

Manufacturer narrative:
Manufacturing and quality control data: the progav® was manufactured by a qualified employee in may 2013. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav® has a normal pressure range of 0 to 20 cmh2o. The valve was inspected as article fv411t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav® was tested and is not adjustable throughout the normal range. Klick force and brake function test: the brake functionality test has shown that the brake function did not operate as expected. The results indicate that the rotor no longer performs as required. Internal inspection: after dismantling of the valve, slightly deposits were found in progav® result: based on our investigation, we confirm that the was non-adjustable at the time of our investigation. The resultant defect of the rotor could not be determined through our investigation. Significant outside pressure, for example by too much force from the progav® adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.